Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated as it was reported to have occurred on either (B)(6) 2017. No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the tip of the driver was damaged during the procedure. It was reported that the tip of the driver broke off. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.